Event description:
During the electrode lead disconnect process, while performing an emg procedure, the outer hub to the needle assembly came apart, allowing the needle assembly to come out of the protective sheath. When this occurred, the doctor was stuck with the unprotected used emg needle.

Manufacturer narrative:
(B)(4).